Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a post-implant check, the implantable cardiac monitor issued an error message upon attempted interrogation. The next day, a firmware download restored the device to normal functionality.